Event description:
It was reported that the device reached eri (elective replacement indicator) in less than four years. It was also reported that there were slightly high rv (right ventricular) thresholds. It was noted that the patient was completely dependent and was paced 100% of the time. The device was explanted and replaced, and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419388 lead. Implanted: (B)(6) 2004; a 407652 lead, implanted: (B)(6) 2004. (B)(4).